Manufacturer narrative:
This is two of two initial/final report being submitted for this complaint with associated MFR report# 1226348-2016-00112. (B)(4). Concomitant medical products: terumo glidewire guide wire; penumbra benchmark guiding catheter; stryker synchro guidewire; stryker sl-10 45 degree angled microcatheter; stryker target nano coils (3); penumbra smart extrasoft coil (1). The prowler catheter was not returned for analysis; a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Vasospasm and headache, representative of neurologic symptoms, are known potential adverse events associated with the use of the enterprise device and are listed in the IFU as such. All products undergo a 100% inspection prior to being released for sale; there is no evidence of a manufacturing issue related to this complaint. Vasospasm can be induced in the muscular arterial walls by the introduction of invasive and interventional devices. Review of the available information suggests that target lesion, introduction of interventional devices and underlying disease process may have contributed to the reported event. There is no need for further action at this time.

Event description:
As reported by the (B)(6) study, patient (B)(6) experienced recent onset of headaches on (B)(6) 2016. Baseline nihss score and mrs reported to be zero. Patient had side effects to keppra( anger) and was reported to have hematoma at angiogram access site. Patient enrolled in the study on (B)(6) 2016. Pretreatment angiogram performed on (B)(6) 2016 revealed an anterior circulation, side wall, saccular aneurysm located on the carotid ophthalmic artery and of maximum dome height 4.2mm, dome width 4.2mm. On (B)(6) 2016, patient experienced intraoperative vasospasm responsive to verapamil. Event was reported to be mild, non-serious and resolved with no residual effects on (B)(6) 2016. Patient implanted with enterprise 2 4mm x 30mm stent (enf403012/10665774). Event was not related to codman device, any other devices used, underlying disease state) and definitely related to procedure. No report of thrombosis, reduced tici flow or other intra-operative complications received. Patient's aneurysm was treated to 70-89% occlusion, raymond class 3. Product is not available for analysis. It was reported by the site on (B)(6) 2016 that the patient experienced minimal headaches with a onset date of (B)(6) 2016. This adverse event was reported to be anticipated, new and non-serious which resolved with no residual effects on (B)(6) 2016. Patient data also revealed that immediate post-procedure angiographic imaging reported coil mass was maintained within sac and the parent artery was patent. There was no evidence of parent vessel stenosis or thrombosis. There was complete stent coverage across the aneurysm and there no reduction of flow of the parent artery. Prowler select plus microcatheter (606s255fx/17458595) was also used during the procedure. Four (4) competitors coils were implanted in the aneurysm. During the 30 day follow-up on (B)(6) 2016 there were no new adverse events or worsening of previous events. There were no reports of product malfunction.